Manufacturer narrative:
(B)(4).

Event description:
The pt was not getting adequate pain relief. The catheter was occluded. The pt was awaiting "cardiac clearance" in order to have the catheter revised or explanted. The medications being delivered via the device system were bupivacaine, clonidine, morphine, baclofen and ketamine. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.